Event description:
It was reported that the patient's device died yesterday during the day and when he went last night to charge it, it turned on all by itself and he could not turn it off for about 15 minutes. It was a routine he could not remember being programmed in and it worried him. The device would vibrate for about 10 quick cycles and then one massive one that would jolt his entire left side. The patient's left leg would spasm and it made it hard to walk. He had to put the charging unit on for a while to let the device charge and then was able to finally turn it off. It completely operated in the left leg only and the left spleen area, no lower back at all and very little to none in the right leg. The patient was working with his physicians to have the device correctly positioned so that it provides some relief, but that will not happen till after (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8583, lot# n258338, serial#, implanted: explanted: product type accessory, product ID 39565-65, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37092, lot# 299270001, serial#, implanted: explanted: product type accessory, product ID 355531, lot# n311597, serial#, implanted: explanted: product type screening device. (B)(4).